Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that no capture issue was observed and lead dislodgement issue was confirmed via chest x-ray. Lead was explanted and a new lead was implanted. Patient was stable.